Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the junction between the operation pipe and the operating wire was broken. There was no abnormality in the junction between the operation pipe and the operating wire. The operating wire was broken at 930 mm from the distal end of the subject device. The broken part of the operating wire was smooth as if it was cut with a tool. The basket wire was deformed. There was the string attached to the basket wire. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. It is surmised that operating wire was broken since the operating wire was cut with a tool when the physician used the emergency lithotriptor. It is surmised that the deformation of the basket wire occurred due to a load when crushing the calculus. The string attached to the basket wire was used when the physician removed the subject device from the patient. The instruction manual of the device has already warned as follows; do not use this lithotriptor bml-(B)(4) for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-(B)(4). This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The physician tried to crush the calculus with the subject device, but the operating pipe of the subject device was broken. The physician tried to crush the calculus with the emergency lithotriptor, but the operating wire of the subject device was broken. The procedure was completed with an open surgery. It was reported that the physician used the string to remove the subject device from the patient. There was no further patient injury reported.